Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed for the first clip opening while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). All devices were prepared and used in accordance with the instructions for use (IFU). The first implanted mitraclip (lot# 20221r285) failed establishing final arm angle (efaa) after lock line removal. It was described that the clip continuously opened. The clip remained locked after deployment, however, an attempt was made to fully open it but it would not fully open. The physician decided to implant the clip in a location other than what had been planned. The physician deployed the clip on a single leaflet. When the clip was fully closed and released it did stay locked. The second implanted mitraclip (lot 20131r193) was placed at a2/p2. Post-deployment when detaching from the clip delivery system (cds), the clip opened to 45 degrees after deployment. It was noted that the clip appeared stable, and mr was at 3. A third clip was implanted and mr remained at 3. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ efaa) could not be determined. The reported foreign body in patient was associated with the decision to deploy on a single leaflet, which was due to the unintended clip opening during final efaa. The reported unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).